Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and new information obtained on (B)(6) when the patient was contacted again with questions from medical surveillance. The patient reported that the inaccuracy issue began on (B)(6) 2017, when she obtained alleged inaccurately high blood glucose results of ¿240 and 400 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged inaccurate result, she consumed less food/drink. She reported that an unknown time later, she developed symptoms of ¿sweats¿. She reported that when her blood glucose is low, she eats something sweet followed by half a sandwich. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The patient did not have test strips, so it was not possible to establish the test strip lot number or whether the test strips were within expiry date and had been stored correctly. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient for her comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event. I.e. Sweats, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.